Event description:
It was reported that when booted up, the programmer had a white screen. It was recommended to try unplugging the keyboard and the radio frequency head and powering it on. It was also advised to run the 2090 service diskette. If the situation was not able to be resolved, the programmer was to be sent in for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.